Event description:
On a low-profile inserter tip, the threaded portion sheared off in the implant during aggressive positioning. The surgeon could not get the implant out as it was well fixed. Additionally the threaded portion remained threaded into the implant and he could not remove that. He was able to place a screw and lock the locking mechanism without difficulty and placed a plate which he was planning on replacing anyway anteriorly and subsequently informed the hospital and the patient.

Manufacturer narrative:
N/a.